Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision - bi-lateral; asr hip resurfacing system - left; date of revision: (B)(6) 2012. Reason for revision: unknown. Update: products and confirmed date of revision added as per (B)(4) update spreadsheet dated (B)(4) 2012. Rejected product pages 3 & 4 refer to revision to right hip which is on (B)(4). Update received: (B)(4) 2014 - added reason for revision: alval / soft tissue reaction and cross referenced. Bi-lateral patient - please see (B)(4) for right side revision.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised for unknown reasons.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision - bi-lateral asr hip resurfacing system - left date of revision : (B)(6) 2012 reason for revision: unknown. Update: products and confirmed date of revision added as per crawford update spreadsheet dated (B)(6) 2012. Rejected product pages 3 & 4 refer to revision to right hip which is on (B)(4). Update received: 3rd february 2014 - added reason for revision: alval / soft tissue reaction and cross referenced. Bi-lateral patient - please see (B)(4) for right side revision. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.